Manufacturer narrative:
UDI - unknown due to the lot number being unknown. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4)has been referenced in the conclusions section of evaluation codes. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. Product specific trending for the past three years found one similar report. See MDR 3013394970-2017-00376. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Patient and device codes are unable to be selected at this time.

Event description:
The user facility reported that when they went to deploy the angioseal, the chamber was empty. The following information was provided by the user facility: there was no collagen plug inside and manual pressure was required in place of the seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide codes for the patient & device codes that were unable to be selected in initial report & to provide the evaluation results. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.